Manufacturer narrative:
The device was returned to greatbatch for evaluation and the reported event was confirmed. The adaptor coupling was fractured from the drive chain. The failure was due to a torque overload as indicated by the distributor in the event description. A manufacturing review was performed and there were no discrepancies found. No further investigation required. Complaint information provided by distributor, (B)(4).

Event description:
It was reported during an unknown procedure that the offset reamer handle shaft broke off at the hudson adaptor attachment point. Too much torque on the reamer/drill snapped the shaft. There was no surgical delay reported, all pieces were retrieved and no adverse events were reported as a result of this malfunction.